Event description:
The customer reported that the device stopped working and jammed during a nephrectomy procedure. It is unknown if the device was applied to tissue at the time, and if so, how it was removed. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. Additional questions in regard to the incident have also been asked. When the device evaluation is complete a follow up report will be submitted.